Event description:
The customer reported to olympus, during a diagnostic colonoscopy procedure their colonovideoscope had the following reportable event; the device became clogged and unable to be properly cleaned. There was no patient harm, or injury, and the procedure was completed using a similar device. There was a procedural delay of approximately 10 minutes due to needing to change out the scope two times, this was the first scope used. Per the site this occurred due to "the patient preparation for the gastrointestinal case was not a good one, and it resulted in the scope getting clogged." Related patient identifiers:(B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the patient's procedure preparation was not adequate and since the device was clogged it could not be properly cleaned by the user facility. However, olympus did not inspect the subject device, so a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer further reported the scope's instrument channel was clogged with the patient¿s feces.